Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
As reported by the end user in (B)(6), during a pci procedure, the physician noted that after a few injections of contrast, air entered the fluid management system. The reported defective device was disposed of by the end user facility. The end user will return for evaluation, new unused product of the same lot. It was not reported if there were any pt complications due to this event. The condition of the pt is unk.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.